Event description:
It was reported that the patient was undergoing placement surgery for a left ventricular assist device. During the placement procedure, the physician accidentally cut through the already implanted subcutaneous implantable cardiac defibrillator (sicd electrode. As the sicd system was programmed off for the procedure, the doctor elected to keep the therapy off and schedule a revision procedure. The system remains implanted. There were no adverse patient effects.